Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 349 mg/dl and reported the issues of not communicating properly, not reading correctly, and getting high most of the time. The event involved product mmt-7841zn. Troubleshooting was not performed. It was unknown whether the issue was resolved. No further patient complications were reported. The customer will discontinue the use of the device. Mmt-7841zn was requested, and the customer's response was that the device will be returned.